Event description:
It was reported the atrial output is high. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was noted that two side bail covers were broken, the battery contacts were compressed, and the battery drawer was contaminated. (B)(4).